Manufacturer narrative:
Four tracheostomy tubes were returned for evaluation. The samples were visually inspected and a broken flange was noted. Customer complaint was confirmed, and the most probable cause of issue was determined to be that damaged occurred after the product left the shm facility.

Event description:
Information was received that a smiths medical tracheostomy had the entire flange fall off. This resulted in recannulation as well as an emergent tracheostomy change out. No patient injury resulted.